Event description:
It was reported that the fiber broke during the procedure after 244,187 joules and 26:10 minutes of use. The fiber tip was not cleaned during the procedure. A second fiber was utilized to complete the procedure. There was no injury to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber glass tip exhibits no signs of breaks/fractures. The metal cap is detached and not returned. The glass cap exhibits severe devitrification at output window. The fiber can independently rotated within outer flow tubing. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of metal cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the fiber broke during the procedure after 244,187 joules and 26:10 minutes of use. The fiber tip was not cleaned during the procedure. A second fiber was utilized to complete the procedure. There was no injury to the patient due to this event.